Event description:
The customer contacted stryker to report that their device unexpectedly lost power. In this state the device may not be able to provide defibrillation therapy if it were needed. This issue is patient related; however there was no adverse patient outcome reported.

Manufacturer narrative:
A stryker service representative performed evaluation of the customer¿s device and was able to verify the reported issue by reviewing the device keylogs. The reported issue was not able to be duplicated. The root cause of the reported issue could not be determined. The device passed functional and performance testing and was returned to the customer.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. No response has been received. Patient fields in which information is not provided were intentionally left blank. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device unexpectedly lost power. In this state the device may not be able to provide defibrillation therapy if it were needed. This issue is patient related; however there was no adverse patient outcome reported.